Event description:
Pt was revised to address loosening of the tibial tray. Report states that the femoral component shifted during the primary causing the knee to become tight in flexion and loosen the tibial tray. Intraoperatively noted poly wear of the insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.